Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 2 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The investigation determined that the gso sensor needed to be exchanged.

Event description:
It was reported that the device was returned for repair. There was unknown patient involvement. Analysis found that the gso sensor needed to be exchanged.